Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported, the customer's keypad was hard to press. The customer also reported their keypad would not respond at times. Customer also stated they were unable to program their temp basal. The customer's blood glucose was 55 mg/dl. It was found the customer had treated their blood glucose with four glucose tablets. Troubleshooting for low blood glucose found the customer's insulin pump was working as designed. The customer's insulin pump will be replaced due to the customer's keypad issues. No additional information provided.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.